Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4). Film evaluation results are: a review of CT¿s and 3d film report from 12 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned ~1cm below the lowest left renal artery. The neck diameter just below the left renal measured 22mm. The bifurcate proximal od measured 28mm and appeared fully opposed to the aortic neck. The aortic body was straight, and was angulated 60 deg a-p relative to the distal aorta. The 8.5cm max diameter aaa began ~4cm below the top of the bifurcate. No clear endoleak was seen, and there appeared to be a good proximal and distal sealing. The patent ima and several patent lumbar arteries were seen tracking to the aaa wall, however no contrast was seen in the sac. The contra gate opened on the right side, and the contra limb was extended with another limb into the distal portion of the left common iliac artery. Another mfg¿s stent was seen placed into the left external iliac, and the left internal was stenosed. On the right side the bifurcate ipsi limb crossed over the contra limbs and was extended with an additional limb into the distal portion of the right common iliac artery; there was ~3cm of component overlap. Possible suture breaks, seen as radial limb off-set, were observed along the length of both limbs: on the contra limb just below the gate and near the distal junction of the contra limb/extension, and near the origin of the ipsi limb as well as near the proximal junction of the ipsi limb/extension. The limbs were patent, and no stent graft kinks or compression was observed. The calcified external iliacs and femoral arteries were patent bilaterally. No other stent graft issues were observed. Several short videos during an angio study were reviewed. Due to poor image quality, stent graft details were unable to be visualized. With the catheter placed within the right/ipsi limb, contrast injection revealed localized (and late) contrast seen outside and along the left side of the right limbs, just above the level where the ipsi <(><<)>(> <(>&<)><(><<)>)> contra limbs crossed within the distal aaa sac. The location and possible endoleak source was likely near the proximal junction (articulation location) of the bifurcate ipsi and right limb extension. The right limbs were patent and distal to the limbs the right external and internal iliacs were patent. The final video shows what appears to be resolution of the endoleak after relining the right limbs. The exact cause of the aneurysm expansion could not be determined from the films provided. The pre-implant anatomy is unknown, and earlier post-implant films were not available for review and comparison. Several low quality angio images showed what appeared to be contrast outside the right limbs from a possible type iii fabric endoleak. CT¿s were unable to confirm any endoleak; however, likely suture breaks were seen on both limbs, including near the location where the endoleak visualized via angiography. It is possible that these suture breaks, likely caused by iliac limb angulation, overlapping components, as well as aneurysm morphology changes, may have the contributed a fabric tear in one or both of the right limbs. The reported type ii endoleak coming from the right hypogastric may have also contributed to the aneurysm expansion.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately twelve years post index procedure a CT revealed that the aneurysm had enlarged from 5.5 cm to 8.5 cm within the last year. There were no visible signs of an endoleak. The physician reviewed old angiograms and thought there was a type ii endoleak coming from the right hypogastric. While the physician was investigating the type ii endoleak, the physician observed contrast jetting out of the right limb of the aneurx stent graft. An endurant limb was placed inside the right aneurx limb and resolved the issue. Per the physician, the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.